Manufacturer narrative:
The device was evaluated at the customer site. The pump was tested three times and functioned as expected. The back cover was removed and no cable interference was observed. The device data logs from the perfusion was reviewed and confirmed the reported event. The root cause could not be conclusively identified. The ascites pump was removed and replaced as a precautionary measure and the device subsequently passed all testing.

Event description:
It was reported that, during liver perfusion, it was noted that the soft shell reservoir was frequently empty and error codes 330 (frequently empty blood reservoir) and 2330 (critical fault reported) displayed and blood was pooling at the bottom of the liver bowl. Recirculation pump was displaying sensing (1), however, the perfusate was not being drawn back into the soft shell reservoir. Troubleshooting was attempted, however the ascites pump triggered on and began to pull perfusate back up into the soft shell reservoir during troubleshooting and the soft shell reservoir stabilized. Two hours later, the same issue recurred and troubleshooting was performed to manually activate the ascites pump. The possibility of albumin as volume replacement was discussed. The liver was successfully utilized and transplanted.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.